Manufacturer narrative:
Unit display property and no anomaly. All buttons function properly, all buttons function properly. No unexpected rewind loud/noise/slow, drive/motor anomaly, no delivery alarms, button keypad anomaly, rainbow display anomaly during testing noted. Pump passed the displacement test, sleep current measurement, active current measurement, self-tests, rewind test, prime/seating test, basic occlusion test and force sensor test. Thus software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on (B)(6) 2024 14:22:19, (B)(6) 2024 14:22:31.000 during prime. No failed batt test alarm, button error alarm in file history. Motor passed motor test. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay. All buttons function properly. Pump passed all testing required. Rewind loud/noise/slow, no delivery alarms, button keypad anomaly, rainbow display anomaly, failed batt test alarm, drive/motor anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump rejected the new battery, rainbow effect on the screen that makes it hard to read, louder rewind, unexplained no delivery alarms, slower rewind, and non-responsive buttons. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.